Event description:
Pt reported that the lap-band was allegedly filled "too tight causing [the pt] to vomit...started having excessive vomiting and have to have some fluid removed and an upper gi which revealed a normal band placement...gained 15-16 pounds despite being very physically active since post op...band is not nearly restrictive enough because [the pt is] almost always hungry." F/u findings: health professional reported that pt had present with nausea and vomiting. Assessment and band adjustment were performed and fluid was removed. An upper gi (gastro-intestinal radiography) was reported as: "clear". Multiple adjustments followed and fluid was added again. Frequent weight checks also occurred. Surgeon performed a band adjustment under fluoroscopy and apparently fluid was missing. The surgeon suspected a leakage and removed the port and replaced it with a new port. Surgeon noted in operative report: "clear defect to tubing" however when nurse spoke to medical staff it was clarified as "a possible damage to the tubing from wear and initial placement of the tubing/taper section of the band". The port was discarded after surgery.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Nausea, vomiting, and inadequate weight loss are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of nausea and vomiting as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended." Device labeling addresses the possible outcome of inadequate weight loss as follows: "seventy-five subjects had their entire lap-band system explanted. Insufficient weight loss was also reported as a contributor to the decision to explant in 24 of the 75 explants (B)(4)."